Event description:
Vestibular autorotation test (vat) to bedside for peripheral intravenous line (piv) placement. Patient difficult IV access. Determined powerglide midline to be placed. 20g 10cm powerglide midline placed to left cephalic vein x 1 attempt. While securing device with statlock, powerglide flushed with normal saline (ns) and site noted to be leaking ns. Powerglide removed immediately and new 20g 10cm powerglide midline placed without difficulty (from same lot #). Upon inspection of defective powerglide midline, the catheter tip is almost fully detached at the proximal portion of the hub.